Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem and section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the srm (smart remote manager) was failed. A field service engineer (fse) cleaned and greased the microswitches and realigned it to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a remote manager was failed and users were not able to get medication out of the refrigerator. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a remote manager keeps failed. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.